Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had accuracy issues with sensor and discontinued usage. Customer reports of having sensor glucose versus blood glucose differences causing insulin pump to go into threshold suspend when blood glucose was not actually low. No further information provided.